Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Partial power on reset parameters were confirmed. The reset reason listed was low voltage reset or battery-hook-up occurred on (B)(6) 2011.

Event description:
It was observed during patient's routine follow up that the device had not registered any diagnostic values whiles rhythm perspective as well as holter values on the printout were also empty even though there was a record of an episode of high ventricular frequency. A manual guided reset (mgr) of the device was performed but was unsuccessful. It has not been determined if the device will be replaced and it remains in use. No patient complications were reported as a result of this event.